Event description:
Consumer called to report accuracy issues with her meter. Does not believe the meter is reading accurately, is not consistent with how she feels. Analysis run on clark error grid using mean avg reading (344) as reference point vs. Bd readings (467, 333, 232) yielded some data points in the c range of the grid, outside, acceptable limits.